Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754 serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a lead revision done on (B)(6) and impedances checked out fine. An x-ray was done which confirmed the patient's device had not flipped, but it was implanted at an angle. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s leads dropped. The patient was not receiving therapy where her pain was at. She had 2 reprogramming sessions and nothing was even close to reaching where her pain was located. Impedance testing and x-rays were performed. It was confirmed that the leads had dropped to t11-t12 from t8-t9. No determination of the lead migration had been made. A lead revision had not been scheduled.